Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited an image distortion during angulation in the up-down direction. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the following led to the malfunction: known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.